Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed "poor pad contact" and "check pads" messages using these electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the returned electrodes and the reported malfunction was not replicated or confirmed. The electrodes were put through extensive testing without duplicating the reported malfunction. The evaluation concluded there were no assembly or performance discrepancies. Therefore, this claim is being closed as no fault found. No trend is associated with reports of this type.